Event description:
The event is reported as: the customer alleges that the aquapak leaks, produces bubbles and made a noise. The patient said that he did not receive any oxygen. The aquapak was removed. No report of a patient injury.

Manufacturer narrative:
A visual, dimension and functional inspection could not be conducted since the product was not returned for evaluation. A device history review could not be performed, the lot number was not supplied by the customer. No sample available from the customer to investigate. Teleflex will continue to monitor feedback from the customers on issues related to bottle leaks during use on patient. The complaint can not be confirmed. The root cause is unknown.